Event description:
Two incidents of leakage from the tubing during patient use "soon after onset of infusion" of lactated ringers. Reporter states when they examined the sets it appeared the leakage occurred where tubing was clamped with a roller clamp. Per clinician, a cut was noted in the roller clamp area. Reporter confirmed that there was no patient injury or medical intervention required as a result of reported condition.